Event description:
It was reported that the operating room team experienced an issue while using a three-lumen central venous catheter (cvc). Specifically, the medial extension line could not be used, as it was not possible to inject fluids or obtain blood samples through this lumen. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4).